Event description:
While treating a pt with the model 3100a, the piston position display (ddi) kept drifting and requiring readjustment of the piston centering control. The pt was moved to another 3100a without any compromise stated.